Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: delay of therapy.

Manufacturer narrative:
MFR site: distributor information: (B)(6). Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: delay of therapy.